Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08590 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. On 02/07/2024 00:30:27.000 usertimedatechange eventtype = 3 sourceid = pump (ngp is in open loop state) historyrecordlength = 19 oldsystemtime = 02/07/2024 00:30:27.000 newsystemtime = 01/07/2024 09:07:26.000 the formatted history file lists data from 09/11/2023 to 02/07/2024.then from 01/07/2024 to 01/23/2024 and 03/14/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of (B)(6) 2022 and 14-feb-2024. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of (B)(6) 2022 and 14-feb-2024 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay texture damage, a scratched case and a serial number label fading. Battery cap contact missing/damaged was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced a high blood glucose event and the blood glucose value was 600 mg/dl at the time of the event. The customer was admitted to the hospital due to diabetic ketoacidosis. The customer experienced vomiting symptoms at the time of hospitalization. The customer was tested for ketones and was positive. During the hospitalization, the customer received an IV insulin drip (intravenous insulin infusion) and IV fluids. Troubleshooting was performed. The customer used the insulin pump system within 48 hours of the reported high blood glucose even. The auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue or discontinue to use of the device and it will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.